Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still investigation is completed.